Event description:
Customer reported the device " has a bend as well in the tube " . . The issue was found during set up/preparation for use. There was no patient involvement in this reported event. Device inspection found intermittent/flicker image.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the reported customer issue was confirmed. Evaluation noted the device found the insertion tube has severe bite/dent/ and pinch. The bending section a-rubber adhesive was noted to be cracked, additionally, evaluation found intermittent, flicker image. Based on investigation results, the reported customer issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to physical stress , component failure. The image issue was noted to be due to damage component failure and attributed to electronic component failure. Olympus will continue to monitor complaints for this device.